Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe breakage is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a hysterectomy procedure, the probe broke off into the patient while the device was working on uterine tissue. The broken off piece was retrieved with a laparoscopic grasper. There was no reported patient injury. The procedure was completed using another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and update the lot number. The device returned to olympus for evaluation. The evaluation confirmed the customer complaint for broken probe. A 16 mm distal length of the probe was broken off. The old insulation on the outer jaw was also scratched and peeling. The teflon pad was worn down in the middle and tip, and deformed at the far distal tip, but not exposing metal under the pad.